Event description:
On 12/18/2024, a facility representative reported via sems-06738073 that an ar-9800 synergy rf console had a pop sound and smelled smoke, and an ar-8305 synergy resection shaver console had a handpiece error message displayed. No patient was affected. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9800 synergy rf console serial number: (B)(6) was received for investigation. Visual evaluation of the returned device noted no apparent issues with the exterior of the device. Functional testing was performed by powering on the returned ar-9800 synergy rf console and an "rf output failure. Error code: 26" was given. Further evaluation was conducted, and it was found that r36 component was failing. Refer to memo. The most likely cause for the reported failure can be attributed to material defects in the component as this component is rated to handle power dissipation greater than 50% of the worst case.